Manufacturer narrative:
The reported condition has been confirmed. The disposable loading unit advanced proir to clamping due to inadvertent actaution of the release button. No fault can be assigned to the event. It has come to co's attention since the initial submission dated 2/5/1998 that the description event read that no pt injury occurred. This event was reported as a serious injury in accordance with MDR regulatiions. The pt suffered tissue loss and the hospital has reported current pt status as satisfactory.